Manufacturer narrative:
(B)(4). Batch r40g90. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested and received was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during the laparoscopic-assisted majority gastrectomy, when severing the duodenum, after fired, noted two-third staples (distal end) malformed with irregular shape, one staple with straight leg. Suture was used to over-sew. The surgery delayed about half hour. The patient is stable and in the hospital now. Patient consequence was not reported.